Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to blood glucose. Reportedly, the customer continued to use the pump and had manual injections available as alternate insulin therapy.